Event description:
It was reported to nova biomedical that a consumer was transported to an emergency room for treatment of low blood sugar. The paramedics' glucose meter gave a lower reading than the consumer's paradigm link meter.

Manufacturer narrative:
Nova biomedical is awaiting the return of the product to conduct a quality investigation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.